Manufacturer narrative:
Product analysis #707705371:analysis information -- 2025-03-31 14:14:51 cst pli# 10 product ID# 7427 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Continuat ion of d10: product ID 7495lz51 lot# serial# (B)(6). Product type multiple therapy product ID 7495lz51 lot# serial# (B)(6) product type multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep noted the analysis report did not answer all of hcp's questions and hcp would like clarification on if the white substance in the outside of battery was confirmed to be the erosion or leakage from the battery.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep. Said they went into a case today to replace an old ins and when the hcp cut open the pocket site, the pocket site was like "cottage cheese" and the battery was eroded. Pt was asymptomatic, but hcp decided to allow implant site to heal and ins was explanted, but hcp will gave pt time to heal before implanted replacement ipg. Mdt rep. Also said they would submit mpxr and would be sending back ipg for analysis, so hcp information was not gathered.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 7427 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the battery eroded/ leaked and therefore reason of replacement. It was reported the issue resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the culture was sent and came back as all negative for bacteria and fungal and patient is fine. Caller commented that at the time of explant, patient had no signs or symptoms or even knew what was going on at the ins site.

Manufacturer narrative:
Product analysis pli# 10 product ID# 7427 analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. White sub stance residue was removed from the device and a sample retained for additional chemical testing performed. Chemical testing showed the major component of the white substance is calcium phosphate (confirmed by eds), carbonate might be present and the protein was detected. It is likely the result of calcification occurred on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.